Event description:
A journal article was reviewed that contained information regarding peripartum management of a patient with long qt3. The article reports a patient who had a sudden loss of consciousness followed by firing of their implantable cardioverter defibrillator (ICD) which the patient felt as they were falling. Workup at an outside hospital revealed post shock device failure with the ICD resorting to a vvi pacing mode. It was noted later that it was a short in the right ventricular (rv) lead insulation that shorted back to the generator resulting in a catastrophic failure of the device. The patient was discharged with a life vest and eventually the lead was explanted and replaced. The status/disposition of the lead is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: peripartum management of patient with long qt3 after successful implantable cardioverter defibrillator device discharge resulting in device failure: a case report. European heart journal - case reports (2021) 5(12), 1¿6. Doi:10.1093/ehjcr/ytab487. If information is provided in the future, a supplemental report will be issued.